Event description:
An insurance agent reported that a client had collected an oral fluid sample using the episcreen device on 1/23/1998. On 1/25/1998, at 10 am, the complainant was taken by the parent to the emergency room of the hosp due to facial swelling of the face where the device was placed. The dr gave pt two injections and steroid pills to take for a week. The parent of the complainant requested to know if the device could have caused an allergic reaction. As of 2/16/1998, the parent of the complainant reported that pt had no further symptoms.